Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller was interrogating a new ins and received system error 0x59a89a8f. They had attempted to interrogate the ins several times already and kept receiving a system error. Technical services (tss) had caller attempt interrogation again and this time, a validation error with code 00 01 00 bb appeared. Caller was able to hit continue and proceed into the session to click start usage and ok and then it brought them to the implant workflow. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.